Event description:
Boston scientific received information that the patient with this implantable lead experienced a perforation. The patient had presented to a hospital and a echocardiogram was performed which noted a pericardial effusion. The patient then underwent a pericardiocentesis. The patient's device was later check and all measurements were stable in unipolar and bipolar on both leads. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.